Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call blank display on the insulin pump. Customer's blood glucose level was 127 mg/dl. Troubleshooting for blank display was performed. Customer's mother advised the insulin pump was off and the display did not return. Troubleshooting did not resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to broken trace on interface. The insulin pump was unable to perform any test due to blank display. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.